Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Upon removal of the poly liner, the nub of the end of the poly extractor was broken.